Manufacturer narrative:
Device evaluated by MFR: received product consisted of a taxus liberte monorail catheter without the stent. The balloon on the received catheter was tightly folded and has a pillowing effect in between the markerbands which is consistent with a stent being correctly placed during manufacturing. The distal outer has multiple kinks starting at 1.5cm proximal of the proximal balloon weld. The catheter presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that during predilation, the 2.0x20mm apex balloon was inflated to 6atms for 9 seconds and then re-inflated to 10atms for 12 seconds.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). The lesion was predilated with a 2.0x20mm apex balloon and then a 2.25x12mm taxus liberte atom stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. Guide support was lost and while the physician was removing the sds, withdrawal resistance occurred and the stent dislodged from the sds in the proximal lad. The physician attempted to locate the dislodged stent under fluoroscopy; however, the stent could not be located. The balloon angioplasty of the lesion appeared sufficient, so another stent was not used. The procedure was completed with no additional patient complications reported. The patient's current condition is okay.